Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 300's (mg/dl). Customer delivered correction boluses to treat elevated bg levels. Customer was referred to health care provider for possible factors that may affect bg levels.